Event description:
Further follow-up revealed that the pt is doing well since vns therapy system replacement. The cause of the event cannot be determined as the devices have not been returned to device MFR for analysis. The devices were likely discarded following explant.

Event description:
Reporter indicated that patient underwent vns therapy system replacement surgery due to suspected lead discontinuity. It was reported that device diagnostic testing prior to replacement surgery resulted in high lead impedance reading (dc-dc code 7), indicating possible device malfunction. The elective replacement indicator was no, indicating that the explanted generator battery had not reached end of life. No adverse event was reported in conjunction with the high lead impedance condition. Report is incomplete because device tracking information for the explanted lead was not forwarded to manufacturer at the time of initial implant. Attempts to obtain product information and return of explanted product for analysis have been unsuccessful to date.